Event description:
Patient reported unresolved service error code. Troubleshooting unsuccessful. Wcd role in the event is pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed test for "receptable has corrosion inside and no other components are affected" . Returned therapy cable failed inspection for sharps and wire damage. The reported service error code indicates power supply voltage on the circuit board in the monitor is out of tolerance. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.